Event description:
Based on additional information received on 06-dec- 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. This case was cross referenced: (B)(4) (cluster). This unsolicited from united states was received on 06-dec-2017 from other non-health care professional this case concerns male patient (age unspecified) who received treatment with synvisc one injection and after unknown latency patient was feeling hot in affected area, swelling in right knee and redness in right knee. Also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On unknown date, the patient received treatment with intra-articular synvisc one injection (lot number: 7rsl021; dose, frequency, indication and expiration date: not reported) in right knee. On an unknown date, after unknown latency, experienced the "same symptoms" in that knee such as redness and swelling with the affected area feeling hot about 24 hours later. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 06-dec-2017. This case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Event of device malfunction was added. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 6-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced feeling hot, right knee swelling and injection site redness. A temporal relationship with the product administration cannot be established due to lack of information regarding event onset date and product therapy details. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.